Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer loaded a new cartridge to resolve the issue. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.